Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported to integra that the 00mlx mlx 300w xenon lightsource had a smoking smell. Additional information received on (B)(6) 2018 indicating that smoking was observed at the setup before the case started, and that the device had been switched out. It is unknown if there was any patient contact, injury/harm, and if there was a surgical delay.

Manufacturer narrative:
The device was returned for evaluation. A visual inspection of the returned unit found customer applied labels to the surface and no external, visual damage to the mlx light source. The mlx unit was returned with the hot mirror attached on the top cover. Evaluation of the inner components found that the hot mirror holder was damaged and could not hold the hot mirror in place. Operating the light source without the hot mirror in place would allow the full intensity of the beam to contact the inner assemblies and result in a burning or smoking smell. Physical damage; user error. The out-of-place hot mirror resulted in the complaint as reported. There has been no manufacturing deficiency identified. Device identifier: (B)(4).

Event description:
N/a.